Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer inquired about the safety notification on the scroll wrap feature on their insulin pump. Customer also reported receiving several no delivery alarms. Customer stated the alarm would occur during bolus deliveries. Customer's blood glucose was 89 mg/dl. The customer stated they were able to resolve the no delivery alarm by resuming the insulin pump. Customer was advised to call back when the alarm occurs. No additional information provided.